Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had dim digital display and it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had changes batteries once day or per day. The insulin pump will not be returned for analysis.